Event description:
The hosp risk manager reported that perforation of the patient's colon occurred during a colonoscopy procedure. The patient, taken to surgery for repair of the perforation, expired following the surgical procedure. The risk manager stated that, in her opinion, death occurred as a result of the colon perforation.